Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noisy signals and high out of range shock impedance measurements. Technical services (ts) was consulted and discussed stored data. Ts discussed troubleshooting options as well as therapy delivery for the current shock impedance measurements. This device remains in service. No adverse patient effects were reported.